Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective therapy due to high impedances on their lead. Surgical intervention was undertaken, and the lead was explanted and replaced.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. The reason for the event remains unknown.